Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (complaint) review is not required. Visual inspection: the sample was returned. Safety clip was missing upon receipt. The tuohy borst adapter was loose and the 2-way stop cock was closed. The gray outer sheath was torn off approximately 86mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was found to be released and was not returned as it was placed in the patient. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: per the reported details, the delivery system was advanced through the apex of av loop graft. There is a specific precaution listed in the instructions for use (IFU) that indicates that the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. It is recommended to access the av graft at the venous side of the av graft or at the apex. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure in an av graft, upon deployment the outer catheter near the deployment handle became detached; however, the stent graft was able to be deployed successfully. The deployment system was removed as one unit without further incident. There's no reported patient injury.